Event description:
It was reported that, this right ventricular (rv) lead exhibited a gradual increase in the high shock impedance to out of range measurements and high pacing impedances within normal limits. The technical services (ts) discussed troubleshooting options and recommended to perform a commanded shock and evaluate the integrity of this rv lead and look for calcification. This rv lead remains in service. No adverse patient effects were reported.